Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), bladder perforation ("bladder perforation") and device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, bladder perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant), surgery (to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the perforation, bladder perforation and device dislocation outcome was unknown. The reporter considered bladder perforation, device dislocation and perforation to be related to essure. The reporter commented: she had need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.